Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error and compromised force sensor system. The customer was unable to access the menus on the insulin pump because it was either freezing or alarming. The customer was hospitalized over the weekend due to a virus. Customer's blood glucose level was 20.7 mmol/l. The customer treated their blood glucose level with injections. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces; also, unable to verify a33 alarm or perform the functional testing due to button keypad anomaly. No frozen screen noted. No button error alarm noted. The insulin pump had cracked battery tube threads, reservoir tube, broken reservoir tube lip, minor scratched display window and missing the end cap sticker.